Manufacturer narrative:
The investigation is still in progress. Once the investigation is complete a supplemental report will be filed.

Event description:
It was reported that the connections between the power inlet module and the main ac voltage circuit card in the arctic sun device showed signs of electrical overstress.

Manufacturer narrative:
The reported issue was confirmed. Root cause was concluded as: inadequate verification and validation activities of the crimping process. Single pull test did not provide stability of process. Evidence was not provided when requested for maintenance of records or crimp tools. No crimp cross-sections provided. A device history record review was not required. Labeling review was not required because labeling could not have prevented this issue. H11: section a through f - the information provided by bard represents all of the known information at this time. Despite good faith efforts to obtain additional information, the complainant / reporter was unable or unwilling to provide any further patient, product, or procedural details to bard.

Event description:
It was reported that the connections between the power inlet module and the main ac voltage circuit card in the arctic sun device showed signs of electrical overstress. Per sample evaluation results received on 17nov2022, it was reported that the double bend tube and chiller evaporator outlet tube were expanded.